Event description:
It was reported that the patient underwent generator replacement surgery. The explanted product has not been received to date.

Event description:
Further follow-up with the physician indicated that the patient's caregivers have changed multiple times therefore it is difficult to assess if the patient is truly experiencing an increase in seizures. The physician also stated that the referral for battery replacement was not being done to preclude a serious injury.

Event description:
It was reported that the patient was experiencing an increase in seizures and diagnostics at this time revealed an impedance value of 2609 ohms. The physician related the increase in seizures to a low battery. The generator's programmed off time was then increased in an attempt to help extend the battery's life. During a follow-up visit the generator was found to be at ifi = yes. The patient was then referred for generator replacement surgery. No surgical interventions are known to have occurred to date. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
Product analysis was completed on the explanted generator. Upon interrogation, it was noted that the battery indicator was neos = yes and the battery voltage was 2.535v. The generator was placed in a simulated body temperature environment and the output signal was monitored for more than 24 hours. No signs of variation in the output signal were observed and the generator demonstrated the expected level of output current. The generator performed according to function specification. The internal data of the generator was reviewed. It was observed that the last >25% change in impedance occurred on the day of explant. The prechange value was 2156 ohms and the post change value was 21560 ohms. This indicates that during implant the impedance was within the acceptable range.

Event description:
The explanted generator was received and is pending product analysis.